Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00558. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, the patient international normalized ratio (inr) was 2.2. Two transseptal punctures were performed for better trajectory. A 27mm watchman ® laa closure device & delivery system (wds) was selected; however, there was difficulty inserted the wds into the watchman ® access system (was) and the was became kinked at the proximal end. One partial recapture was performed, pass criteria was met and the closure device was released, the case ended at 3:11pm. Three hours post procedure the patient's blood pressure trended downward and a moderate to large pericardial effusion was noted. A pericardial drain was inserted and the patient was administered fresh frozen plasm (ffp), 1mg intravenous(IV) vitamin k., and coumadin was held. No further patient complications were reported.